Manufacturer narrative:
(B)(4). Batch # r5a099. Device analysis: the analysis found that one ntlc55 was received instead a ntlc75. The ntlc55 device was returned with no apparent damage and with a reload loaded. The reload was received with the knife not completely within doghouse. The reload had the proximal 1 driver up and the remaining drivers down with staples present and swing tab in the locked position. Also, it was noted that the "doghouse" component of the cartridge was damaged. Further analysis showed that the knife subassembly was damaged, a dent was noted on the pan cartridge making the reload non-functional. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The condition of the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, when joining the device halves over the long loaded reload it may appear as the device not closing or that the alignment locking lever is hard to close, causing the damaged noted. Please reference the IFU for proper cartridge loading. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the devices blocked intraoperatively and did not trigger. A third device was opened, and the op ended with no influence on surgery and patient safety.